Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (severely calcified leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
Edwards received notification from our affiliate in south korea. As reported, this was a case of an implant of 23mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient presented with severe degree of valve calcification and bulky calcification in the leaflets. During procedure an annulus rupture was noticed between right coronary cusp (rcc) and non coronary cusp (ncc) caused by calcium. The balloon was inflated to the nominal value. A procedure was performed to drain blood from pericardial sac. The effusion stopped after 20min from valve deployment and patients vital sign recovered. The valve was noted to be well positioned (90:10 aortic/ventricular) with trace paravalvular leak (pvl). On post-operative (pod) #3, the patient was well recovered without further effusion and moved to general ward that morning.